Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received a shock due to oversensing on the ventricular channel. This was caused by a dislodged rv lead. In 2009, the rv lead was repositioned successfully.